Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a possible broken sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient's father reported that the sensor wire seemed shorter than usual. Patient's father did not report any injury or medical intervention.